Event description:
Arjo was notified of an event involving the enterprise 9000x bed. It was indicated that the headboard of the bed moved unexpectedly (it raised without touching any buttons). No patient was involved in the event and no injuries were reported.

Manufacturer narrative:
An arjo representative visited the customer to inspect the device. He indicated that the buttons on the control panels were worn and therefore, the defective parts were replaced. Based on the device inspection results and the post-market surveillance data, the most likely cause of the reported unintended bed movement might be related to worn buttons on the control panels. The involved bed was over 4 years old. Following the device history review, the control panels had not been replaced before, which may suggest that the buttons on the control panels could fail due to normal wear. The instructions for use for the enterprise 9000x (document number: (B)(4)) states the following: weekly "check that the patient controls, caregiver controls and attendant control panels operate correctly". To sum up, the bed did not meet its performance specifications due to unintended movement of the head section. The device was not used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of an unintended movement of the bed.